Event description:
Device received from the USA for service. During servicing the condition of heat was discovered. The device was not used in surgery. There was no injury or medical intervention reported. There is no additional information reported.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heat was confirmed. During service the device failed the pre-repair temperature assessment. If additional information becomes available a supplemental report will be submitted. (B)(4).